Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had low fluid numbers. The upstream sensor had an insufficient solder connection causing an intermittent connection. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the oncology care area. It was also reported there was no patient injury.